Event description:
The company was notified of a size 19mm valve explanted after approximately 2 years and 1 month, reportedly due to calcification resulting in aortic stenosis. The presence of a calcified pannus was noted, as well as calcification of the aorto-mitral junction. It was replaced with a st. Jude medical mechanical valve. On the field experienced report form for this event, it is not indicated if the surgeon is reporting that the event might have led to death or a serious injury. In addition, it is indicated that it was unknown if the surgeon is expressing a complaint regarding the quality or performance of the device.

Manufacturer narrative:
Device evaluated by manufacturer: the device has been received for evaluation; an evaluation summary was not available at the time of this report. Evaluation: method: a review of the device history record was completed. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.